Event description:
It was reported that: " during surgery on an infant, it was necessary to turn the head to the left. To prevent the ventilation tubes from exerting rotational forces on the tube, the ventilation tube connection had to be turned towards the filter. (This is often necessary to ensure that the ventilation tube and the tube are tension-free and that the tube does not accidentally rotate out of the trachea). During this procedure, the co2 port broke off without any particular force being applied. When attempting to change the filter, the filter broke a second time. The thin end of the filter remained stuck in the tube and could not be removed. In this emergency situation (ventilation was no longer possible since the co2 port broke off), the tube was shortened with scissors from the operating table and only then could a new filter be attached and the child ventilated again. There was a significant drop in peripheral saturation to 55%. Apart from the drop in oxygen saturations during the incident, the child did not suffer any additional injuries or damage. "

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint could not be confirmed upon investigation as the actual sample was broken. The customer returned an actual sample for investigation and the visual inspection on the returned sample confirm that there two broken points at the co2 port. Dimensional and functional test could not be performed as the part was broken. A device history record review was performed, and no relevant findings were identified. Based on the customer report and sample received, root cause of the investigation could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during surgery on an infant, it was necessary to turn the head to the left. To prevent the ventilation tubes from exerting rotational forces on the tube, the ventilation tube connection had to be turned towards the filter. (This is often necessary to ensure that the ventilation tube and the tube are tension-free and that the tube does not accidentally rotate out of the trachea). During this procedure, the co2 port broke off without any particular force being applied. When attempting to change the filter, the filter broke a second time. The thin end of the filter remained stuck in the tube and could not be removed. In this emergency situation (ventilation was no longer possible since the co2 port broke off), the tube was shortened with scissors from the operating table and only then could a new filter be attached and the child ventilated again. There was a significant drop in peripheral saturation to 55%. Apart from the drop in oxygen saturations during the incident, the child did not suffer any additional injuries or damage."